Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-00151, 2134265-2013-00152. Same patient as MFR#: 2134265-2013-00939, 2134265-2013-00548. (B)(4) study. It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced symptoms of acute coronary syndrome. In (B)(6) 2010 the patient presented with stable angina and was referred for cardiac catheterization. The 80% stenosed target lesion was 20mm long with a reference vessel diameter of 2.5mm and located in the mid left anterior descending artery (lad). The lesion was treated with pre-dilation and placement of two overlapping stents; a 2.5x32mm taxus liberte distally and a 2.5x16mm taxus liberte proximally. Following post dilation, residual stenosis was 0%. The next day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, a promus element stent was implanted in the mid lad to treat 70-80% in-stent restenosis. In (B)(6) 2012 the patient presented with chest pain and was hospitalized. At the time of the event, the patient was taking aspirin and open label prasugrel (non study drug). The next day, coronary angiography revealed an occluded unknown promus stent distally in the rca and 90% in-stent restenosis of the first stent in the lad. The in-stent restenosis in the lad was treated with balloon angioplasty resulting in 0% residual stenosis. Additionally, the 90% stenosed first obtuse marginal was treated with direct placement of a promus drug eluting stent with 0% residual stenosis. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.